Event description:
The customer reported that an ICU pt required plastic surgery due to an infiltration event. Levophed had been infusing into a peripheral IV when the IV infiltrated. The customer stated that no additional event or pt information is available.

Manufacturer narrative:
(B)(4). Root cause of the customer's experience was not identified, however the pump is neither designed nor intended to detect infiltration and does not alarm under infiltration conditions. This was discussed with the customer. Product will not be returned because the device was not sequestered.